Manufacturer narrative:
Complaint (B)(4). We received one sealed rack of item number 454322/b200135t from customer. Quality, production and maintenance records revealed no deviation. No visual deviation were observed. All draw volume and level mark values were within tolerance limits.

Event description:
Customer states tubes are underfilling.